Event description:
It was reported that: during a preventative maintenance check of the anesthesia machine, the technician noted that the unit was able to deliver nitrous oxide without oxygen being present. No pt involvement.